Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during prime. It was also noted that the customer had a leak in the reservoir. Customer reported feeling draggy and sleepy. Customer stated that she fell and hurt her foot. Customer's blood glucose reading at the time of the call was 291 mg/dl and has treated with a shot. No further information reported.